Event description:
This report is being supplemented to provide additional information. A3a, b2, b5, f10. It was additionally reported that the doctor believes that the use of air instead of co2 (air turned on inadvertently sometime during procedure) contributed to the deep mucosal tear in the proximal ascending colon leading to perforation. The patient's computed tomography (CT) scan showed large amount of free air in the abdomen that is consistent with perforation. A repeat CT scan with worsening large volume pneumoperitoneum was a concern for some bowel obstruction and/or ileus. The patient was treated conservatively with initial nothing by mouth status, antibiotics and pain medications. According to the customer, the patient's overall health and condition has significantly improved, as evidenced by an increase in appetite, regular bowel movements, and the ability to engage in work and social activities.

Event description:
It was reported that during a screening colonoscopy, the customer was not sure if they activated the air pump on the front of the video system center, and that resulted in air and co2 being used during a procedure inadvertently. After troubleshooting with olympus, it was reported that they are aware that they have the lock button option in the front of the device, but they choose not to use it. It was additionally reported that the patient had one polyp and one deep mucosal tear. The patient was hospitalized for 5 days with supportive care and antibiotics. This report is being submitted conservatively as the causality is still being determined via pending follow up.